Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 440 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 440 mg/dl and treated with manual injection. Customer's blood glucose reading was 416 mg/dl at the time of call. High blood glucose troubleshooting was performed and customer reported that the drive support cap was normal and the setting were correct. High pressure test was performed and completed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.